Manufacturer narrative:
Evaluation: care should be taken not to damage the graft or disturb graft positioning after graft placement in the event reinstrumentation of the graft is necessary. Always use fluoroscopy for guidance, delivery and observation of any zenith aaa endovascular graft components within the vasculature. No product was returned to assist in this investigation. Based upon the info provided, the disconnection of the contralateral limb from the main body graft may have come with the advancement of the additional iliac leg grafts and inadvertent contact with the main body graft.

Event description:
In 2003, patient underwent an endovascular aaa repair. In 2007, pt underwent a secondary intervention to place additional iliac leg grafts. There was a disconnection of the contralateral limb from the first procedure. The additional iliac leg grafts were implanted to bridge the gap.